Manufacturer narrative:
Event problem and evaluation: on (B)(4) 2015, a medtronic representative went to the site to test the equipment. The reported issue of intermittent connectivity was confirmed. The network bulkhead connector was replaced using a pigtail upgrade kit. The imaging system then passed the system checkout and was found to be fully functional. The ethernet coupler panel mount was returned to the manufacturer for analysis, and an electrical failure mode was confirmed. The coupler did not form a secure lock when the cat 5 cable was inserted and shifted within the coupler, causing an intermittent connection. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was having intermittent connectivity issues with the navigation system. Connectivity was restored when the ethernet cable was held in a specific way with respect to the coupler. No patient was present when this event occurred, so no patient demographics are applicable.